Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the synchroseal instrument could not be used. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use, and nothing was out of the ordinary. The reporter was unsure what surgical task was being performed at the time of the issue. After inserting the instrument to the arm, it was not able to energize. No arcing was observed. The customer could move the instrument, but they could not energize it. The reporter does not know if any errors occurred or if during the sealing sequence, was there a continuous tone while the pedal was pressed. At the time of the event there were no three ascending fast audible tones heard suggesting sealing or sync mode cycle was completed successfully. There was no tissue effect observed during the sealing/synch cycle and the tissue was not ever cut that was not fully sealed. The reporter did not know what the target tissue was, if the target tissue under tension during the sealing/cutting process, or the size of the vessel. There was no evidence of vessel calcification, and the tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws of the instrument did not come in contact with a clip, suture, staple, or other metal objects when the reported issue was noted and the jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close properly. The grip ring in the backend is loose but not dislodged. The instrument was transferred to the failure analysis engineer (fae) team. Initial findings were partially confirmed. The instrument exhibited imprecise motion in that the grips did not open and close fully when the grip open lever was pressed as well as when the instrument was installed on the system and manipulated using the surgeon console. The grip ring was not found to be loose. Instead, the c-clip retaining ring that goes on top of the grip ring was found to be missing. As a result, the washer on top of the grip ring was found to be dislodged inside the housing. The missing retaining ring and washer were likely what led to the grips not opening and closing fully. The probable root cause based on findings from the failure analysis is attributed to the manufacturing process. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.